Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
Device history records for the tibial component were reviewed and no deviations or anomalies were found. No devices or photos were recovered; therefore the condition of the components is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.